Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via clinical study regarding a patient receiving bupivacaine and fentanyl both with unknown doses and concentrations via an implantable pump for non-malignant pain. It was reported the patient had an infection in the pump pocket following a lung resection. Laboratory testing on (B)(6) 2018 revealed positive culture of the fluid from the pump pocket. Interventions included the entire system was explanted/not replaced on (B)(6) 2018. The device disposition was disposed of according to biohazard instructions. The outcome of the vent resolved without sequelae on (B)(6) 2018. The device diagnosis was other pump pocket infection. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. Other etiology was noted as infection. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6).